Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that they have been obtaining erratic results on multiple assays. The customer performed cleaning of reaction tray wash unit (wud) and dilution tray wash unit dispense (dwud), flushed the probes, performed lamp energy and cell blank. The customer informed ccc that the issue of erratic results still existed. A siemens customer service engineer (cse) visited the customer site. The cse performed a total service call. The cse checked the probe alignments, vacuum pumps and found the sample pump seal was leaking. The cse rebuilt the pump and primed the instrument. The cse ran quality controls, which were within range. The cause of the discordant multiple analyte results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, glucose (glu), calcium (ca), blood urea nitrogen (bun) and creatinine (crea) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results on multiple analytes.